Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient's therapy/ symptoms relief for his pain has been up and down the whole time. Patient stated it has helped a little but he has seen the health care professional (hcp) 4x in the last 3 months. Patient stated at the appointment (B)(6) 2018 it worked well for about 10 days but then all of a sudden shot back up strong. Patient noted most recently having adjustments (B)(6). Patient stated all the health care professional (hcp) has instructed him to turn the ins off for the time being and inquired how to do so. Patient was able to successfully turn ins off.